Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had no pre-test problems. But during surgery, sterile water suddenly leaked from the inflation valve. The remaining 2 cc was removed and 10 cc was added, and a 3-way stopcock was installed to prevent the valve from defecting.

Event description:
It was reported that the foley catheter had no pre-test problems. But during surgery, sterile water suddenly leaked from the inflation valve. The remaining 2 cc was removed and 10 cc was added, and a 3-way stopcock was installed to prevent the valve from defecting.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector. Visual inspection of the sample noted attempted to inflate balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at trifurcation and created lumen to lumen leak. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Dfmea ra0301351, revision 15 was reviewed for this investigation. The reported event is addressed in step #63. Based on this review the risk is within the expected range. Baw8736096, revision 0 was reviewed for this investigation. The labeling is found to be adequate to fulfill (B)(4) revision 25. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.